Manufacturer narrative:
(B)(4). Date sent 7/2/2025. D4 batch #473d31. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 46 drivers up and the remaining drivers down with staples present and the swing tab in the locked position and the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. However, the knife was noted nicked. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 473d31, and no non-conformances were identified. The lot#506d23 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during open procedure stapler blocked and surgeon can not finish stapling/cutting. There were no patient consequences.